Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube from crash cart was used to intubate. Cuff did not inflate and airway was not effectively establ ished. The customer stated patient was a covid19 patient. Patient continued to code and expired.